Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 12 inappropriate shocks leading to therapy exhaustion within different episodes, due to supraventricular tachycardia (svt). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.